Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had been hospitalized with diabetic ketoacidosis and that she had problems with bent cannulas and a no delivery alarm during the basal delivery. She noted another bent cannula at the time of the no delivery alarm. The blood glucose reading was 366 mg/dl at the time of admission. The customer experienced symptoms of nausea, vomiting, lethargy and headache. The customer was wearing the insulin pump at the time of the event up to thirty minutes before admission. The customer was released and placed on manual injections. She was advised to change the set and monitor the issue. The insulin pump was not replaced or returned.